Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice (hc) device during the initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was determined that the hp started the therapy before connecting themselves and then connected themselves after initiating the therapy. The technical service representative (tsr) instructed the hp to cycle the power on the hc to clear the alarm. The tsr reviewed proper procedures and advised the hp to start over with new supplies to complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient not connecting prior to the start of therapy is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.